Manufacturer narrative:
Additional info: additional information received and noted that the event occurred during inserting of the lens into the eye. The lens was then successfully removed. Implant date: if implanted; give date: the intraocular lens was attempted to be implanted; but removed in the same procedure. Explant date: if explanted; give date: the intraocular lens was removed in the same procedure. Device available for evaluation: yes. Returned to manufacturer on: 09/08/2016, device returned to manufacturer: yes. Initial reporter: dr. (B)(6) (additional reporter). Device evaluation: the intraocular lens delivery system only was returned to the manufacturing site for investigation. The actual lens was not returned. Visual inspection was performed at 10x magnification. The plunger component of the delivery system was observed in the advance position. The cartridge was observed correctly engaged in the lower body of the delivery system. The lens was not received inside the delivery system. Evidence of viscoelastic residue was observed inside the delivery system. The customer's reported complaint of a scratched and cracked lens could not be confirmed as the actual lens was not received. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process order was evaluated and the devices were manufactured within specifications. No non-conformances were identified in the review that were related to the customer's reported complaint. Manufacturing controls include a 100% inspection of the lenses. The visual inspection specifications for defects are defined to release lenses within specifications and in compliance with the product intended use. A search revealed no other complaints for this production order number has been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses to include use with the delivery system. Based on the results of the investigation, a product deficiency was not identified. The customer's reported complaint could not be verified in the returned product as no lens was received. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant date: if implanted; give date: unknown if lens was implanted. Explant date: if explanted; give date: unknown if lens was implanted/explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer noticed that a lens had a scratch/crack in the center. This was noticed during lens insertion into the eye. There was patient contact. No additional information was provided to abbott medical optics.